Event description:
It was reported that the bd safetyglide label content was incorrect. The following information was provided by the initial reporter: expiry date on bd safetyglide needle is found partially printed by customer (cat#305917) (date on product is 2027-04) instead of (2027-04-30).

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Pr (B)(4) - follow up MDR for device evaluation. Four samples and one photo were provided to our quality team for investigation. All four samples have the variable data, including the batch number and expiration date cut-off of the packages. The image shows a web strip of five packages with the expiration date cut-off with the day missing. The condition observed is non-conforming per product specification. Potential root cause for the print defect is associated with the packaging process. Actions have been taken to help prevent this failure mode from reoccurring. These include updated work instruction and process control form to include a verification challenge once per shift to ensure the camera is functioning properly and validation of improved top web braking system to prevent top web drift. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect.

Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation. One photo was provided to our quality team for investigation. The image shows a web strip of five packages with the expiration date cut-off with the day missing. The condition observed is non-conforming per product specification. Potential root cause for the print defect is associated with the packaging process. Actions have been taken to help prevent this failure mode from reoccurring. These include updated work instruction and process control form to include a verification challenge once per shift to ensure the camera is functioning properly and validation of improved top web braking system to prevent top web drift. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect.

Event description:
No additional information was provided.